Event description:
It was reported that the lead had noise in the bipolar configuration. The lead was reprogrammed to unipolar configuration and no noise was reproducible. The lead remains in use and will be monitored. No patient complications were reported a sa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.